Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists prostate capsule perforation as a potential risk of aquablation therapy. Based on the review of the information provided plus a review of the treatment log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during focal bladder neck cautery, the treating surgeon observed that based on the waterjet's last position in a transverse view of the angle planning, that there was a perforation in the patient's capsule on the left anterolateral side. A foley catheter was placed along with a tamponade on the bladder neck to control bleeding. The patient was reported to be recovering well and has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported.